Event description:
The problem is due to a reported autocycling of the ventilator which may affect ventilation of the patient. No patient involvement reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The follow-up information is being reported via a correct, new emdr report, MFR#2031642-2017-01665. The original report was submitted using an incorrect FDA reg#.

Manufacturer narrative:
(B)(4).